Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches and cannot get out of bed. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches and cannot get out of bed. There was no report of permanent or serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device were completed by the manufacturer. The manufacturer found dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure, and air path, suggesting a source external to the device. The manufacturer also found slight black contamination consistent with keratin contamination at the blower seal of the blower box. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer also confirmed the presence of contamination in the air path.